Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: b5, and h6.1. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material in the device was confirmed. Based on the results of the investigation, the type of material remaining on the device could not be identified. There was no deviation from the instruction for use (IFU) in the reprocessing steps. There was no physical damage found at the locations where the foreign material was found. A definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): physical damage was found at the locations. Olympus will continue to monitor field performance for this device.

Event description:
Foreign material was exhibited in the nozzle, adhesive around the objective lens, adhesive around the light guide lens, plastic distal end cover, bending section cover, and the connecting tube.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited in the nozzle and other parts of the scope. There were no reports of patient involvement.